Manufacturer narrative:
The reported events of defective device, low impedance, and abnormal parameters were not confirmed. Final analysis found that the device was received from the field with battery voltage above elective replacement indicator (eri) level. Visual, electrical and mechanical analysis performed indicated normal functionality with no anomalies found. Further evaluation at various load impedance found the pacer was able to detect and measured the load changes with normal range. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2023-36102 it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited failure to capture, failure to sense and low pacing impedance which may be due to header anomaly on the pacemaker. The pacemaker and the rv lead were explanted and replaced. The patient was stable.